Event description:
Compatibility guidelines were requested for MRI. The patient was in the ICU (intensive care unit) for reasons related to back pain. The reporter did not know when the back pain started or if it was related to the device. No interventions, drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8 590-9, lot# n254961, implanted: (B)(6) 2010, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).